Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they experiencing high blood glucose levels. Customer states they were involved in an automobile accident one week prior and was hospitalized. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 427 mg/dl at time of reporting. Nothing further reported.